Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the cause of the issues was implant disfunction. The implant was going to replaced and they had a pending pocket revision.

Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that stimulation felt like it came on strong for no reason and the patient felt like they were being electrocuted. The patient had to reposition themselves for it to stop. There was random extremely intense therapy when therapy was on (being received). It was to the point where it was almost debilitating. This happened often. Since then the unit was turned off. The implantable neurostimulator (ins) had been off for 3 months now. The patient still felt heat at the implantable neurostimulator (ins) pocket site even when the ins was off. It was reported that the sensor never registered the correct position. The information received indicates that adaptive stimulation was in use but this confirmation was not reported from the sources. The manufacturer representative checked impedances and all were between 800-1500 ohms which were normal and within limits. Cycling was confirmed to be off the patient had a hcp referral appointment scheduled for (B)(6) 2019. No further complications were reported.